Manufacturer narrative:
H10: seven (7) used devices were received for evaluation. The other 29 samples were not received and therefore, could not be evaluated. Visual inspection was performed which observed leak at the spike port bonding area only. Functional testing was performed which revealed leaks between the spike port tube and the spike port bonding area on all seven (7) samples. The reported condition was verified. The cause of the condition could not be determined, however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred "within one month" (unspecified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty-six (36) 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This issue was identified during mixing. There was no patient involvement. No additional information is available.